Manufacturer narrative:
Additional information: the physicians who performed the procedure commented that it was highly possible that any other product would have had the same result due to the oil-like plaque in this case. The patient's condition has improved a little since that day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A protege rx self-expanding stent and spider fx embolic device were used during a procedure for treatment of a 10.mm plaque/soft tissue lesion in the common carotid artery. The vessel diameter was 5.3 and tortuosity was moderate. An 8fr sheath was used. The devices were prepped as per the IFU with no issues identified. The vessel was pre-dilated with a 4mm pre-dilation device. The device did not pass through a previously deployed stent and no resistance was encountered. It was reported immediately after placement of the protege rx stent, plaque that could not be captured with a filter dispersed distally, causing a cerebral infarction, and a thrombus/embolism. The patient's left side was paralyzed, and the physician is currently continuing treatment in the ward. The paralysis in the lower limbs has improved slightly, so the patient will continue to be followed up. It is understood that the event was not caused by a defect in the devices used. When the collected filter was visually inspected after the case, the debris inside the filter was confirmed, but the debris that could not be captured dispersed distally. No further patient injury reported for this event.